Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031427, cr vivacit-e 40mm brng std, lot # 64597881; catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 463950; catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot # 417920; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 324240; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 216930; catalog #: 180555, comp lk scr 3.5hex 4.75x40 st, lot # 257410; catalog #: 180554, comp lk scr 3.5hex 4.75x35 st, lot # 044220; catalog #: 405889, comp rvs 2.7mm dia drl, lot # 122470; catalog #: 405883, comp rvs 3.2mm drl, lot # 180520; catalog #: 110031399, mini tray std cocr +0 offset, lot # 64873939; catalog #: 113635, comp primary stem 15mm mini, lot # 64488930. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00393. Product location unknown.

Event description:
It was reported that patient underwent left reverse total shoulder arthroplasty approximately 9 weeks ago. Subsequently, patient went in for follow up visit and x-rays showed joint dislocation. Patient underwent revision procedure about 2 weeks later for pain and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.